Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer just started insulin yesterday. Customer was non-responsive at midnight. Customer's blood glucose was 39 mg/dl. Customer was force fed glucose tabs and orange juice. Customer's blood glucose went up to 94 mg/dl. Customer's doctor was contacted and they changed the basal and carb ratio. Customer was at school today and working with the school nurse. Customer will see the doctor and nurse tomorrow. Customer will be sent a battery cap as requested.